Event description:
The facility representative reported a colleague infusion pump with 814:08 alarm. This condition has the potential to cause an interruption of delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be defective pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: baxter will continue to monitor similar reports to determine if further actions are required.